Manufacturer narrative:
Other, other text: additional information provided in h3, h6, and h10. Device evaluation: both tamper seals were intact. Top case cracked by the front right bottom corner. Cracked and chipped right plunger case and visible contamination. Unable to retrieve event history log due to constant alarm with no display. Power up process was performed and the device powered up with constant alarm with no display. The problem was caused by reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.5 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported the device alarms "primary audible alarm" and green screen. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.